Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that pacing failure of the left ventricular (lv) lead occurred. The lv lead was explanted using thoracoscopic surgery and myocardial lead placement was performed. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.